Event description:
The complainant reported that the patient was on impella support. During support, there was a controller error and shutdown that occurred on the automated impella controller (aic) that happened during transport. There was no report of patient harm or injury.

Manufacturer narrative:
The impella automated controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue and aic - controller error (yellow alarm) has been completed. The console logs from the reported day of event are consistent with complaint and show that the unit unexpectedly shut down, then promptly restarted, recognized connected pump, and automatically resumed hemodynamic support. Console was but issue was not reproduced, and there was no conclusive evidence in data logs to determine root cause. Most likely contribution to the event might have been from the 4-in-1 assembly (including cf cards with software) and pbm assembly (power manager). Automated impella controller (aic) - shutdown or restart issue: the cause of the issue was not determined since issue could not be reproduced. Aic - controller error (yellow alarm): there were no controller error alarms associated with investigated event d2 common device name revised on manufacturer device report 1220648-2025-28940 in accordance with updated procedures.